Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a crack in the battery compartment and stripped threads on the battery cap. This report is made based on the results of an investigation completed on 11/19/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/19/2013 with the following findings: power loss was duplicated due to the cap detaching and battery compartment crack. .visual inspection of "battery cap" revealed, "stripped threads". The height and width of the battery cap were within specification, and the top of the cap was not damaged. Time and date was accurately set at start of investigation. Performed pump rewind, load, and prime with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. The "yellow o-ring" was visible and not seated properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).